Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the transducer was getting detached from the edm system. According to the report, the transducer was loose and leaking. The report stated that a new system was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.